Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (nano system), is related to case with patient identifier (B)(6) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 112 mg/dl (aviva system) and 215 mg/dl (nano system).no adverse event reported. The test strip lot number was not provided for the nano meter. Return of the suspect device was requested for evaluation.